Event description:
It was reported that during a ptca procedure, the physician experienced difficulty advancing the catheter. Upon removal, the distal shaft separated and remained in the pt. Pt went to surgery to removal. Pt status is listed as "okay:.